Event description:
It was reported that the lesion was located in the mid right coronary artery, that was mildly tortuous, mildly calcified and concentric. Resistance was encountered during advancement of the balloon catheter to the lesion. When the voyager balloon was inflated to 10 atm at the lesion it did not hold pressure. There was no resistance reported during removal of the device from the patient. A non-abbott balloon was used to complete the procedure. No adverse patient effects and no clinically significant delay in the procedure was reported. The balloon was soaked prior to use and prepared outside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the voyager nc catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. There was a kink in the hypotube 48.3 centimeters distal to the strain relief tubing. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was mildly tortuous and calcified, which may have contributed to the resistance. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. To ensure that this is not a manufacturing deficiency, all products are 100% visually inspected for balloon damage and leak tested during manufacturing. An indeflator, filled with water, was used in an attempt to inflate the balloon but the balloon did not inflate. Although it was reported that the device would not inflate, the account clarified that it was pressurized to 10 atmospheres, suggesting that the balloon may have ruptured. After the catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to the rated burst pressure (rbp) with no damage noted to the balloon. After negative pressure was pulled to deflate the balloon, the balloon did not deflate. After the balloon was left at negative pressure to remove the contrast in the inflation lumen, the indeflator was filled with 5 milliliters of grastrografin diluted 1:1 with water and the inflation/deflation times were taken at rbp and met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the voyager nc coronary dilatation catheter instructions for use materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon unable to inflate. Additional handling during packing for return analysis likely contributed to the noted kink in the hypotube as the kink do not appear to have caused or contributed to the reported inflation difficulties. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.